Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The reported event of bands failure to deploy was confirmed based on the information and picture provided by the customer. A risk review was completed and confirmed that the event of bands failure to deploy was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Media inspection of the attached picture showed that the bands were overlapped; however, the device was not returned for analysis, limiting the ability to determine whether the issue was caused by a device malfunction or by procedural factors. The device history record confirmed that the device met manufacturing specifications prior to distribution, and no manufacturing deviations were identified. Due to the lack of physical evidence and inability to perform a complete analysis, the definitive cause of the reported issue cannot be established. Therefore, based on the compiled information, the most probable root cause assigned is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2: device evaluation: block h11: investigation results the device returned and it was found during visual inspection that the teeth were damaged. Also, the ligator housing was returned without any band attached to it. No problems were found in the handle section. And during the media inspection of the picture attached it was possible to observe the bands overlapped. The reported device code was confirmed. These conditions are consistent with factors related to procedural use, handling, or insertion technique, which may have affected the performance of the device during band deployment. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. All compiled information on this investigation determines that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on november 10, 2025. It was reported that during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.